Manufacturer narrative:
Method: the device was returned to cardiac surgery on may 10, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro tissue welder were misaligned and were not cutting accordingly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.